Event description:
A user facility reported that the lma was used in a pt during an ent case where they had filed avoidance (eye). They were approximately 10 minutes into the case when the physician noticed the lma was not holding pressure. The physician would normally removed the lma and replace it with another, but they would have had to breakdown the surgical field. The physician immersed the balloon/valve assembly in a cup of water and saw bubbles coming from a pin hole in the pilot balloon. The physician decided to cut the pilot balloon off and use a stopcock for the remainder of the procedure (approx 10 minutes). It was reported that there was no pt problem. The user facility has returned the lma-classic for evaluation.